Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they have a bent cannula. The customer¿s blood glucose level was 512mg/dl at the time of incident. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is 01-may-2018.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is may 31, 2018. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Aware date has been changed .